Event description:
It was reported that at implant of the left ventricular lead, the physician removed the catheter with the slitter and the guidewire got stuck in the lead. It was also reported that the physician "tried to yank the wire out" and in the process a fragment of guidewire got stuck in the lead. The lead impedance measurement is less than 100 ohms in bipolar configuration and the guidewire could be the reason the impedances are so low. The lead will only pace unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.